Manufacturer narrative:
The field service engineer exchanged the gear pump head and confirmed the instrument was running ok. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The customer discovered a reagent probe was chipped and scratched. The investigation is ongoing.

Event description:
The initial reporter received questionable li lithium results for two patients tested on a cobas 8000 c 502 module. The patients' initial lithium results were not reported outside the laboratory. The customer performed repeat testing with the samples on the same analyzer for confirmation. At 14:29, patient 1's initial lithium result was 1.50 mmol/l, and the patient's repeat results were 1.07 mmol/l at 14:41 and 1.08 mmol/l at 15:22. At 15:31, patient 2's initial lithium result was 2.09 mmol/l, and the patient's repeat result was 1.07 mmol/l at 15:50. The lithium reagent lot number was 500117 with an expiration date requested but not provided.